Event description:
It was reported to medtronic minimed that the customer alleged insulin pump was bumped and cracked. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and it was found type of damage was crack and the location of the damage was at the case ¿ battery tube side. Instructed customer to discontinue pump use and revert to back up plan as per health care professional's instructions. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. After multiple battery replacement unit persisted on blank display. Pump received with blank display due to pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Unable to perform sleep current measurement, active current measurement, self-test and displacement test due to blank display. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, broken belt clip rails, battery tube threads - cracked and cracked case-corner of belt clip rails. Damage- cracked case battery tube confirmed. Display anomaly-blank display confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.